Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the images depicts the catheter in a bag. There is no visible crack to be seen in the bifurcate. It was reported that the bifurcate was cracked, broken or leaking. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, d4 (expiration date, lot#), d9, g3, h3, h4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 1 month after implantation, right before dialysis, there was a leak at catheter hub/bifurcate. The catheter was replaced with a competitor¿s product. No other defects/damages found on the product where the leak was observed. No other products being utilized with the device. No flushing done and nothing unusual observed on the device prior to use. The catheter was not repaired, betadine was the cleaning agent used on the device, tego was utilized, and there was no luer adapter issue. Polysporin ointment utilized at the exit site. Telfa ispand was used as the wound dressing and it did not include any cleaning agents or antimicrobial properties. The cleaning agent was allowed to dry thoroughly prior to dressing the area and prior to applying ointment to the area. The patient was not responsible for any type of catheter maintenance. The cleaning agent was never switched. The site never used sepsiderm to clean catheters. No protocol change for cleaning agent used recently. The patient themselves was not using any type of cleaning agent or antibiotic on the catheter. There was no blood loss and blood transfusion was not required. No medical intervention required. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 1 month after implantation, right before dialysis, there was a leak at catheter hub/bifurcate. The catheter was replaced with a competitor¿s product. No other defects/damages found on the product where the leak was observed. No other products being utilized with the device. No flushing done and nothing unusual observed on the device prior to use. The catheter was not repaired, betadine was the cleaning agent used on the device, tego was utilized, and there was no luer adapter issue. Polysporin ointment utilized at the exit site. Telfa ispand was used as the wound dressing and it did not include any cleaning agents or antimicrobial properties. The cleaning agent was allowed to dry thoroughly prior to dressing the area and prior to applying ointment to the area. The patient was not responsible for any type of catheter maintenance. The cleaning agent was never switched/mixed. The site never used sepsiderm to clean catheters. No protocol change for cleaning agent used recently. The patient themselves was not using any type of cleaning agent or antibiotic on the catheter. There was no blood loss and blood transfusion was not required. No medical intervention required. There was no patient injury.

Event description:
According to the reporter, 1 month after implantation, there was a leak at catheter hub/bifurcate. The catheter was not repaired, betadine was the cleaning agent used on the device, tego was utilized, and there was no luer adapter issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.